Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify unresponsive button due to frozen display. Insulin pump received with cracked case at the reservoir tube window corners and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and keypad anomaly. The customer blood glucose level was 475 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. The customer reported that the insulin pump buttons were not responding. Customer stated that the insulin pump screen is not blank completely. Customer also stated that after installing the new battery the frozen display did not occur. Advised the insulin pump will need to be replaced. Advised to revert to back up plan per healthcare professional instructions until replacement arrives the insulin pump will be returned for analysis.